Event description:
During attempts to advance a coronary stent with delivery system to the target lesion site in the pt's right coronary artery, the sheath was retracted and the stent became dislodged from balloon catheter. The stent embolized within the coronary vasculature. During attempts to retrieve the stent utilizing a microsnare, the stent became dislodged from the microsnare and embolized to the pt's right groin. The sds was withdrawn from the pt without complication and there were no additional clinical sequelae reported relative to this event.